Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult female patient.

Event description:
It was reported that the nurse was called to the patients room for the patient to report that there was "something" wet on the floor during a nacl 0.9% 500ml infusing at a rate of 100ml/hour until completed, as well as, a taxol 126mg/nacl 0.9% with a vtbi of 291 to infuse at 40ml/hour for 10 minutes, then 80ml for 10 minutes then 150ml/hour for 10 minutes, then increase to goal rate of 247ml/hour for the remainder of the infusion. The nurse donned the appropriate ppe and inspected the tubing set to find that the tubing set was leaking out of the top of the male connector located at the distal end of the tubing set where it connects to the patients IV site. The leak was noted during the time that the taxol infusion was infusing at a rate of 150ml/hour. The nurse stopped all of the medications and disconnected the tubing set. Both infusions were on primary tubing with the taxol infusion y-sited into the nacl tubing set. The customer further stated that there was a possible chemotherapy exposure as the patient's guest had a small amount of fluid noted on her wrist and the patient may have had some fluid on her shirt. Both the patient and the patient's visitor were instructed to change their clothing immediately and to wash with soap and water several times and to monitor for signs of skin irritation. To date, neither the adult patient nor the visitor have reported any exposure related symptoms. No staff members were exposed as the nurse donned appropriate ppe.

Event description:
It was reported that the nurse was called to the patients room for the patient to report that there was "something" wet on the floor during a nacl 0.9% 500ml infusing at a rate of 100ml/hour until completed, as well as, a taxol 126mg/nacl 0.9% with a vtbi of 291 to infuse at 40ml/hour for 10 minutes, then 80ml for 10 minutes then 150ml/hour for 10 minutes, then increase to goal rate of 247ml/hour for the remainder of the infusion. The nurse donned the appropriate ppe and inspected the tubing set to find that the tubing set was leaking out of the top of the male connector located at the distal end of the tubing set where it connects to the patients IV site. The leak was noted during the time that the taxol infusion was infusing at a rate of 150ml/hour. The nurse stopped all of the medications and disconnected the tubing set. Both infusions were on primary tubing with the taxol infusion y-sited into the nacl tubing set. The customer further stated that there was a possible chemotherapy exposure as the patient's guest had a small amount of fluid noted on her wrist and the patient may have had some fluid on her shirt. Both the patient and the patient's visitor were instructed to change their clothing immediately and to wash with soap and water several times and to monitor for signs of skin irritation. To date, neither the adult patient nor the visitor have reported any exposure related symptoms. No staff members were exposed as the nurse donned appropriate ppe.

Manufacturer narrative:
The customer¿s report that the tubing set was leaking out of the top of the male connector located at the distal end of the tubing set was confirmed due to a tear in the tubing above the third distal smartsite. One small tubing tear was observed on the tubing above the third distal smartsite. The tear is located above the inlet port of the third distal smartsite and the tubing was jagged at the tear site. No other anomalies were observed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing performed noting set leaked from the tubing tear that was observed during visual inspection, confirming the customer's report of a leak. No other leaks were observed throughout the set or its components. No further testing could be performed on the set due to the tear in the tubing. The root cause of the tear could not be identified.